Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. In addition, the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump until the replacement pump is received.